Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure. Operational context contributed to the event.

Event description:
Patient had successful implant of a bifurcated device and two proximal cuffs in 2007. After original procedure on the same day, post op angio revealed good proximal and distal seal. No obvious complications at one-week follow up visit. Patient admitted to emergency room on approx three and a half months later, with abdominal pain. CT revealed a type I retrograde endoleak from the right common iliac artery/limb, also bifurcated device was sitting about 17-20mm off the aortic bifurcation, which was not evident at completion of original case. Abdominal pain was not attributed to patient's aaa. The proximal right common iliac measured about 20mm, and distally it was 17mm with some thrombus; a portion in the mid common iliac that was 14-15mm's for about 1cm, which had some thrombus associated with it. Secondary procedure on twenty days later, placed a limb extension in right iliac/limb with about 15mm of overlap. A post implant angio revealed seal of the type I retro endoleak, though a persistent type ii from a set of paired lumbars and a patent ima. The surgeon planned on following these with serial CT's. The patient went home the following day.